Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm. The patient had renal failure and had a previous open repair on an unknown date which was repaired with an aorto bi-femoral graft. After this procedure the patient had paraplegia. The aorta had dilated above the dacron graft and they wanted to extend above the renals up to the sma. At this time the patient had been in the ICU for 2 weeks (reason unknown). First a 36 x 36 x 49 endurant cuff was implanted proximally then a 44 x 44 x 54 talent thoracic cuff was implanted and during removal of the delivery system the rcia was ruptured. The patient's vessels were severely calcified. The rcia was surgically repaired; a conduit was sewn in after which a second talent thoracic 44 x 44 x 54 cuff was implanted. Because the patient already had renal failure the renals were covered. The patient had bleeding from the rcia and was taken to the or for repair. It was reported that the patient expired five days post index procedure. The cause of death is unknown, but the patient's general health was poor. No further information is available.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, occlusion, perforation) patient's condition affected effectiveness of device (severely calcified vessels), (cause of death is unknown), evaluation, conclusions: device failure/lack of effectiveness related to patient condition (severely calcified vessels), (cause of death is unknown).